Event description:
In 2009, a customer contacted baxter reporting that their automated peritoneal dialysis cassette had a hole in the tubing of the cassette. The problem was noted prior to use and there was no patient involvement/medical intervention or serious injury. The sample had been reported as being available for evaluation.

Manufacturer narrative:
.